Event description:
It was reported to philips that the battery (lot 18261-0070-p) was dead. The customer tried to jumpstart the battery in both the mrx device and cadex charger but attempts were unsuccessful. No patient involvement.

Manufacturer narrative:
Updated h6 codes to reflect vendor analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (lot 18261-0070-p) was dead. The customer tried to jumpstart the battery in both the mrx device and cadex charger but attempts were unsuccessful. No patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge, the battery mode cf flag was set when received and the battery relative state of charge was found to be 98 percent following successful calibration while other known working batteries would show 100 percent. Due to this abnormality, the component was determined to be faulty. Upon response from the vendor, it was clarified that the battery mode cf flag is not indicative of a component malfunction. The battery mode register cf flag set/enabled indicates a condition where the accuracy of the gas gauge rsoc (relative state of charge) measurement is diminished when maxerror exceeds a preprogrammed low battery value of 7%, in which case the battery learning cycle (battery calibration) is needed to resolve the issue. The pack was put into recondition cycle at the end of which no issue was reported. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery (lot 18261-0070-p) was dead. The customer tried to jumpstart the battery in both the mrx device and cadex charger but attempts were unsuccessful. No patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge, the battery relative state of charge was found to be 98 percent following successful calibration while other known working batteries would show 100 percent. Due to this abnormality, the component was determined to be faulty.